Event description:
A malfunction was reported on a customer's pump with a malfunction code of malf 0. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer successfully completed the load process and rejoined the cgm independently. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was informed to call back if the malfunction recurred and acknowledged the instructions provided.